Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 3/25/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did this issue contribute to any patient adverse event? If, when passing a point, the vicryl strand is dislodged (deheaded) from the head of the needle, the cavity is visually checked and another vicryl 1ct is provided to the surgeon to finish hysterorrhaffy and control bleeding, no needle is found due to surgical fields, on the floor of the room, or in the vicinity of the incision. The protocol is activated and an x-ray call is made for intraoperative fluoroscopy prior to cavity closure, in fluoroscopy a needle is evidenced, the exact location is located via x-ray and a complete needle is extracted from the hysterorrhaphy line, the last ray is taken to verify the cade and a clean abdomen plate is shown. Was there any additional tissue damage resulting from the search for the needle piece? No. What is current condition of the patient? Solved without complications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a unknown procedure on (B)(6) 2025 and suture was used. After hand washing and placing ppe, the virated indicators were verified. The procedure was started with a count of 19 compresses. Bleeding was evidenced and dr. Proceeded to perform hysterorhaphy with suture. As one point passed, the suture¿s strand disassembled (peeled) from the needle¿s head. We proceeded to visually check the cavity and provide another suture to the surgeon to finish the hysterorrhaphy and control the bleeding. The needle was not found on the surgical fields, on the floor of the room, or around the incision. The protocol was activated and rx was requested for intraoperative fluoroscopy before closing the cavity. Fluoroscopy showed the needle; its exact location was located via rx and the complete needle was removed from the hysterrophic line. A last ray was taken to check the cavity and clean abdomen plaque was shown in the presence of the ward assistant, anesthesiologist, surgeon, head of shift and resident. The closure of the uterus was performed again with suture and the cavity was verified. The dr. Ordered the taking of postoperative abdominal plaque. 2 packs (10 packs und) of additional compresses were requested from the room assistant, which were added to the initial count. The surgical procedure was completed without complications, with a complete verified count of 29 compresses and 5 complete needles, confirmed aloud by the ward assistant and the entire surgical team. The wound was covered with sterile gauze and white fiso-mull by dr. . No missing items were reported to central de sterilization. No adverse patient consequences were reported. Additional information was requested.